Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested universal surgical manipulator (usm) 2 with endoscope and instruments installed, could not reproduce the error. The fse tested yaw/pitch/insertion of usm2, and all axes are within specifications. The system was tested and verified as ready for use. The complaint regarding arm2 with installed endoscope suddenly moved was not confirmed based on the field evaluation. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the arm 2 with installed endoscope suddenly moved (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm 2 with installed endoscope suddenly moved. The endoscope mounted on arm 2 suddenly moved a bit while the surgeon was using the other two arms. The customer did not know in which direction nor had other information about the movement. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked if arms were close to each other, and the customer stated this was not the case and there was no collision (internally or externally) between the arms. The issue occurred after the power failure. The tse did not find any errors pointing to this problem. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.